Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck with critical override. A technical support specialist (tss) dialed into the station and confirmed the critical override icon remained after reboot and then connected to the server. Verification in patient encounter system (pes) confirmed the station was not manually set to critical override. Notices and sql structured management studio review showed the station was in critical override due to a sync delay communication issue. Further checks revealed the station time zone was incorrectly set to pacific standard time instead of eastern standard time. The time zone and system time were corrected, after which the critical override icon cleared. The customer confirmed the station was working as expected and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck at the carefusion admin login screen and displayed the critical override (co) icon after a reboot. The station had been repaired the previous day by the engineer, but the critical override icon continued to appear on the screen for hours. Customer had rebooted the station earlier to clear the co icon, but after the reboot, the station became stuck on the login screen and the carefusion admin app did not auto launch as expected for normal login. There were no adverse events or injuries reported based on this event.